Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified common iliac to the common femoral. After a 7x100x80 cm non-abbott stent was deployed in the lesion, the 7mm/100mm armada balloon catheter was being used for post-dilatation of the stent. After successful post-dilatation a perforation was observed under the stent implant. A balloon catheter was advanced to the perforation and inflated for approximately 8 minutes and was removed; however, the perforation was not sealed. The same balloon catheter was readvanced and inflated again at the perforation, after which the patient underwent an aortic femoral bypass for treatment of the perforation. The patient is well post-surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of perforation is a known observed and potential adverse event as listed in the armada 35 / armada 35 ll percutaneous transluminal angioplasty (pta) instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.